Event description:
Epidural pump kept reading "upstream occlusion." Two different nurses attempted to "trouble shoot" the problem. Finally new tubing, new pump, etc all changed out. The pca had been infusing into a PICC line with the green neutralizing port. After taking down the old set the rn noticed a piece of green plastic stuck inside the hub of the pca tubing. It was from the green PICC cap.